Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the customer was experiencing high blood glucose of 500 mg/dl and received no delivery alarms during bolus delivery and priming. The high blood glucose was treated with a needle. The customer removed reservoir, disconnected and reconnected the reservoir and infusion set. Insulin came out of the infusion set with plunger. Upon rewinding and re-inserting reservoir, the tubing was filled and a no delivery alarm occurred. The customer ran a displacement test on her own and a self-test while on the line and both of these were passed. It was stated the customer went through at least five sets and reservoirs from various lots and the no delivery alarms persisted. Insulin did not exit with a 5.0 unit fixed prime. The customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).